Manufacturer narrative:
Date rcvd by MFR: 20-nov-2015. Additional information was received that the patient will undergo an explant or a potential revision procedure. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing burning sensation from the inside of the ipg site and it was red and swelling. The patient was treated for cellulitis. The patient was prescribed antibiotics. Infection was suspected and was believed that its not device related. Ipg database analysis revealed no anomalies that the device appeared to be working as expected.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) the source of the complaint was not determined. In the lab, the depleted device was charged to 3.676 volts in one cycle, and regained its functionality. The battery depletion rate was within the expected range. There was no excessive battery depletion when the device was turned off, 83 ua. The patient's data showed that the maximum temperature was registered as 41.9 °c. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing burning sensation from the inside of the ipg site and it was red and swelling. The patient was treated for cellulitis. The patient was prescribed antibiotics. Infection was suspected and was believed that its not device related. Ipg database analysis revealed no anomalies that the device appeared to be working as expected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old ipg was replaced with a new one. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing burning sensation from the inside of the ipg site and it was red and swelling. The patient was treated for cellulitis. The patient was prescribed antibiotics. Infection was suspected and was believed that its not device related. Ipg database analysis revealed no anomalies that the device appeared to be working as expected.

Event description:
A report was received that the patient was experiencing burning sensation from the inside of the ipg site and it was red and swelling. The patient was treated for cellulitis. The patient was prescribed antibiotics. Infection was suspected and was believed that its not device related. Ipg database analysis revealed no anomalies that the device appeared to be working as expected.